Manufacturer narrative:
This occurred between (B)(6) 2017- (B)(6) 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified administration set leaked from a hole in the tubing during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.